Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The rubber gasket of the knob was removed and the set screw was tightened. Subsequent testing found no further issues. A technical safety inspection was performed and the unit returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the speed encoder knob of the s5 roller pump was loose during a procedure. There was no report of patient injury.